Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿ IV fluid channel pump showed alert that due for maintenance and shut down while in patient use. It was reported the intravenous fluid pump showed alert that it was due for maintenance and shut down while in patient use. It was noted that the device was due for annual preventive maintenance when the issue occurred, but was not overdue (march was the month the device was due for pm, and the pm had not been completed yet). The alaris 8100 passed the alaris pm procedures and was sent to bd for testing. There was patient involvement but there was no patient harm.".

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed which confirmed similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 20feb2014. The review was performed from the date of manufacture to the present date 30jun2021. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Although requested, product has not been received.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿ IV fluid channel pump showed alert that due for maintenance and shut down while in patient use. There was patient involvement and patient impact was unknown".